Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the hospital for a routine generator replacement. Imaging revealed externalized conductors on the right ventricular lead. Electrical function testing was done and no anomalies were detected. The lead was reprogrammed and reconfigured to provide pacing support. Patient will continue to be monitored at regular intervals.